Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion set site felt wet. Reportedly, the site fell out of the applicator when the customer removed the adhesive backing prior to insertion. The customer's blood glucose level was 553 mg/dl. The customer delivered a bolus. Tandem technical support recommended that the customer apply a new site.